Event description:
The lay user/patient contacted lifescan on february 7, 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported, that the alleged issue first occurred in 2008 at about 7:30 pm. He reported obtaining a result between 340-530 mg/dl on the subject meter. As a result of the reported issue, he increased his insulin dose (12 units - name of insulin not provided). The patient also mentioned feeling clammy, sweaty, and tired after the reported issue began. He did not receive any medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). However, it was discovered that the patient was not cleaning his puncture area properly (use error). His testing technique was reviewed to be correct. This complaint is being reported because the patient claimed, he experienced symptoms suggestive of severe hypoglycemia after the reported issue began. He stated, he had increased his insulin dosage as a result of the alleged high results. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.